Event description:
Later healthcare professional reported "capsular contracture, baker grade ii". The device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported. This record is for the "left" side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the "left" side. The device remains implanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ particles in vale: observed particles in the valve ¿ plug strap separated: not observed ¿capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture, baker grade ii", "particles in valve", "plug strap separated". This record is for the "left" side. The device has been explanted and replaced.